Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).